Manufacturer narrative:
A ge svc rep performed an onsite investigation. One of the workstation cables was released. The system was then found to be operating as intended.

Event description:
The customer reported that the system was hanging (locking up). There is no report of pt injury associated with this event.